Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported a patient had elective surgery to repair an umbilical hernia. The hernia was present prior to the start of peritoneal dialysis therapy. The hernia has worsened since starting peritoneal dialysis therapy. The patient has been on peritoneal dialysis for approximately one year. The peritoneal dialysis nurse reported the hernia was not related to the cycler. Additional information was solicited, but unavailable.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s adverse event of umbilical hernia requiring surgical repair. Hernias are a well-known potential complication of pd therapy. Increased intra-abdominal pressure during dialysis due to the dialysate can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Therefore, a probable association exits between ccpd therapy with the liberty cycler and the patient¿s umbilical hernia. However, manufacturer product investigation of the liberty cycler concluded the device operated within specification; no failure was detected. Therefore, there is no evidence to support the liberty cycler malfunctioned in any way causing the patient¿s umbilical hernia.

Event description:
During follow-up performed on (B)(6) 2018, the peritoneal dialysis registered nurse (pdrn) reported the patient underwent elective umbilical surgery approximately 6 weeks ago. Reportedly the umbilical hernia was a pre-existing condition prior to initiating pd therapy; however the hernia worsened since beginning pd therapy 1 year ago. The pdrn stated the umbilical hernia was unrelated to the liberty cycler. The patient has transitioned back to ccpd therapy without issue. No further information is available.